Event description:
Note: this report pertains to one of two jagtome revolution rx used in the same procedure. It was reported to boston scientific corporation that a jagtome revolution rx was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat choledocholithiasis performed on (B)(6) 2025. During the procedure, cutting wire bent in half and couldn't be used for sphincterotomy. It was also reported that the wire anchor was dislodged from the catheter. A second jagtome revolution rx was used; however, the same problem occurred. It was reported that no part of the device detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. It was reported that the patient condition was fully recovered. Additional information was received on january 26, 2026: it was reported that only one jagtome revolution rx had a wire anchor detached and the procedure was completed with the second of the same device. The anatomy location involved was the duodenum.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: block b5 has been corrected. Block b5 has been updated based on the additional information received on january 26, 2026. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a040601 captures the reportable event of cutting wire kinked and cutting wire anchor dislodged or dislocated.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a040601 captures the reportable event of cutting wire kinked and cutting wire anchor dislodged or dislocated.

Event description:
Note: this report pertains to one of two jagtome revolution rx used in the same procedure. It was reported to boston scientific corporation that a jagtome revolution rx was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat choledocholithiasis performed on (B)(6) 2025. During the procedure, cutting wire bent in half and couldn't be used for sphincterotomy. It was also reported that the wire anchor was dislodged from the catheter. A second jagtome revolution rx was used; however, the same problem occurred. It was reported that no part of the device detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. It was reported that the patient condition was fully recovered.